Event description:
It was reported that a patient, who had a left tha, presented with complaints of pain and underwent a revision procedure. The report stated the coating came off of the cup. The liner and crown cup were revised. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return due to chain of command. Device images were provided. No further information. This is 1 of 2 reports for this event.